Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the 7.0x60mm absolute experienced a partial deployment. It was noted that there was bleeding at the puncture site after an hour and 30 minutes of manual compression. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. The outer member was torn proximal to its distal end and exposing the inside braiding. The jacket was separated from inside the strain relief confirming the reported break, then separated again, 0.5cm distal to its proximal end (both remained in one piece) then bunched, for a length of 1.1cm. The proximal portion of the outer member was torn and exposing the inside braiding. The proximal end of the jacket was torn and scratched in multiple locations. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during device withdrawal interaction with the introducer sheath resulted in the reported difficult to remove. Manipulation of the device resulted in the noted device damages (kinked distal sheath, wrinkled sheath, outer member torn/folded inwards, jacket bunched/torn/scratched) and ultimately resulted in the reported sheath break/noted jacket breaks. The reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure as manual compression was performed. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 3270 removed replaced with codes 1069 and code 1528.

Event description:
Subsequently, after the initial was filed it was noted that the supera was fully deployed in the left femoral artery; however, the purple sheath became loose from the handle and became stuck in the introducer. When withdrawing the device resistance was met with introducer and expanded the puncture site when removing it. No additional information was provided.